Manufacturer narrative:
Concomitant medical products: 506852 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) counts, high rate non-sustained episodes, non-sustained ventricular tachycardia episodes and high pacing impedance. As well, the lead had high thresholds, loss of capture noise and oversensing. A magnet was placed over the device and a temporary pacemaker was used. The lead was capped and replaced. No patient complications have been reported as a result of this event.